Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device change out procedure, the right ventricular lead exhibited insulation anomaly and appeared twisted. An insulation repair kit was used to fix the issue. No electrical anomalies were noted. The patient was in stable condition and would continue to be monitored normally.